Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of jul 07, 2022 found bolus deliveries of 4.8u at 01:38:21.000, 2.8u at 04:32:27.000, 0.4u at 04:33:06.000, 0.025u at 05:12:46.000, 0.05u at 05:18:00.000, 0.025u at 05:37:53.000, 0.175u at 05:43:00.000, 0.225u at 05:53:00.000, 0.125u at 07:17:57.000, 0.225u at 08:03:08.000, 0.075u at 09:02:48.000, 0.175u at 10:02:57.000, 0.225u at 11:03:06.000, 0.2u at 12:03:06.000, 0.1u at 13:02:48.000, 0.05u at 14:23:00.000, 0.225u at 15:02:57.000, 0.225u at 16:03:00.000, 0.075u at 17:37:51.000, 0.2u at 18:13:04.000, 0.15u at 19:28:00.000, 0.05u at 20:22:48.000, 0.025u at 21:17:49.000, 0.025u at 22:27:49.000, 0.1u at 23:03:02.000, and 0.175u at 23:57:54.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, pillowing keypad overlay, and label damage. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.